Event description:
Information was received from health care provider via manufacturing representative regarding a patient undergone th12 percutaneous vertebroplasty for primary osteoporosis. It was reported that the cement was hardened in two minutes after preparation began. There was a delay of less than 60 minutes. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
G4 510(k)#: the product ID: c01a-j, UDI: (B)(4) is not marketed in united states. However, a similar product with product ID: c01a, UDI: (B)(4), 510(k)# k041584 is marketed in united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis #(B)(4):part # c01a-j;lot # el70355 visual inspection confirmed the cement has been mixed and used in the mixer. Unable to determine viscosity of cement at the time of mixing/use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.